Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, nine (9) tubes had molding defects of the tube body. This was discovered after 2 tubes were used to draw a sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which indicated collapsed samples. It was noted that evacuated, plastic blood collection tubes can collapse if subjected to elevated temperatures, such as during the assembly process when shelf-packs are shrink-wrapped using heat, or post-manufacture during transportation or storage. Additionally, 100 retained samples were visually inspected, and no collapsed tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, nine (9) tubes had molding defects of the tube body. This was discovered after 2 tubes were used to draw a sample. No adverse impact was reported regarding the patient or user.